Event description:
A peritoneal dialysis (pd) patient reported being hospitalized since (B)(6) 2024 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2024 the patient went to the emergency room (ER) for a reported fever (no value provided). The patient¿s fever began a few days prior to going to the ER. The patient had also undergone an unspecified cardiac procedure a few days prior to the ER (no date provided). The patient was diagnosed with peritonitis and admitted to the hospital from the ER on (B)(6) 2024. The only documentation available from the hospital is the culture resulted positive for gram-negative rods (no organism was documented). The patient was expected to be discharged on (B)(6) 2024. No information pertaining to antibiotic therapy was available. The cause of the peritonitis is not confirmed. The patient did not report any cassette leak or other issue with any fresenius products. No further information was available.